Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the metal piece came off and they were able to put it in but the buttons were not working. The customer's blood glucose level was 91 mg/dl at the time of the incident. The customer stated that it was hard to push the buttons of the insulin pump. The customer reported issue with the menu button and up and arrow. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.